Event description:
On august 21, 2006, the lay user/reporter, the pt's husband, contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. On august 25, 2006, the medical affairs specialist (mas) spoke with the reporter to obtain and verify info. In 2006, throughout the day, the pt obtained the blood glucose readings of 434 mg/dl, 461 mg/dl, 487 mg/dl, 479 mg/dl, 467 mg/dl, 479 mg/dl, 472 mg/dl, 483 mg/dl and 415 mg/dl on the reported meter, which were higher than her expected values. The pt woke up that day with symptoms the pt associated with hypoglycemia; lightheadedness, shaking, hunger and inability to concentrate. The pt did not eat due to the elevated meter readings. At 7:40 pm, the pt obtained the blood glucose reading of 461 mg/dl and administered self-care by taking 20 units regular insulin and 30 units nph insulin. The pt's symptoms continued to be about the same as during the day. At 9:00 pm, the pt located her backup meter and obtained the blood glucose reading of 70 mg/dl. At the same time, the pt tested on her mother's meter and obtained a reading of 100 mg/dl. After these readings, the pt ate fruit and juice, and felt better afterwards. The pt did not seek med attention. The pt takes regular insulin and nph insulin, both on sliding scales. The pt tests her blood glucose level four times per day. The day prior to the event, the pt had obtained blood glucose readings as expected, such as 2-hr post-meal results of 200 mg/dl. The customer care advocate (cca) determined during the troubleshooting telephone call, the pt's testing technique was correct and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. While experiencing symptoms, the pt obtained elevated blood glucose readings on the reported meter, and took an insulin dose based on those readings. The pt administered self-treatment with food to abate the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.